Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that a patient developed adjacent segment disease at l4-l5 several years after an l5-s1 transforaminal lumbar interbody fusion procedure done on (B)(6) 2021. Diagnostic imaging confirmed anterolisthesis without instability. Over the past 5 months, pain steadily increased, prompting multiple injections which provided temporary relief. However, pain now intensifies by the end of each day, significantly limiting the patient¿s ability to walk or sit for long periods. The patient experiences ongoing left leg shooting pain radiating to the left lateral shin and right leg pain radiating to the posterior buttock. X-ray confirmed adjacent level disease at l4/5. Treatments included injections, physical therapy, and ultimately a revision surgery to extend fusion at l4-l5 on (B)(6) 2025 and replace original rods at the affected segment. The outcome for this adverse event is recovering/resolving. The site assessed the adverse event as unlikely related to the procedure (l5-s1 tlif), tlif grafting material, intervertebral body fusion device, and posterior supplemental fixation system. Sponsor assessed the adverse event as possible in relation to the tlif grafting material, intervertebral body fusion device, and posterior supplemental fixation system, but not related to the procedure. The clinical event committee (cec) assessed the adverse event as possible in relation to the procedure, citing that the etiology of adjacent segment disease is undetermined. The event was deemed not related to the tlif grafting material and the interbody device. However, the cec considered a possible relationship to the posterior supplemental fixation system, noting that they cannot rule out facet injury by l5 pedicle screws.